Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked. There was corrosion observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection and the reported "power" complaint was duplicated. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hours duration test. There were no pump reboots duplicated during this time. The pump's cover was removed and there was no further evidence of moisture observed on internal components. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional method code:(B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.